Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the physician experienced an issue with the setscrew of the implantable cardioverter defibrillator (ICD). The ICD was removed and a new device was used to completed the operation. No patient complications have been reported as a result of this event.